Manufacturer narrative:
On 25-jun-2021, mentor received additional information regarding the suspected medical device and explantation date. The suspected medical device was returned for evaluation. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. On 13-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 14-jul-2021, mentor received additional information regarding the MRI result and revision surgery. MRI was performed on (B)(6) 2021. The relevant field has been updated. Initially, it was reported that the patient underwent unilateral removal and replacement. However, additional information indicated that the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3504751bc, left serial #: (B)(6), right catalog #: 3504501bc, right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-jul-2021, it was found that the incorrect event date was entered on the previous report. Manufacturer's reference number: (B)(4). The actual event date is (B)(6) 2017. The relevant field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. MRI performed on unspecified date indicated left-sided rupture. The diagnosis was confirmed via physical examination. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information.